Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer carriage, loading car, and sterilizer; and found the units were operating according to specification. While onsite, the technician spoke with user facility personnel who stated that the employee did not ensure the transfer carriage's front wheels were properly engaged to the docking station when removing a load from their sterilizer. The technician counseled facility personnel on the proper use and operation of the transfer carriage, specifically ensuring the transfer carriage's front wheels are properly engaged to the docking station. Due to the damage sustained, the docking station was repaired. The unit was tested and found to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that their evolution transfer carriage fell to the floor while an employee was unloading their sterilizer. No report of injury.